Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to infection. Antibiotic spacer was placed at revision. Update ad 8 apr 2019. (B)(4) has been re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, the patient had a surgery on (B)(6) 2018 for hematoma left hip and possible sepsis, no component were removed. Operative notes reported a large amount of hematoma, approximately 200 ml, was removed. On (B)(6) 2015, the patient was revised for infected left tha. Operative noted that a large pocket of pus was observed. Added lawyer, law firm, medical history and patient dob. Updated patient initials. Doi: (B)(6) 2010; dor: (B)(6) 2015; left hip. Please note that the patient underwent a 2nd stage revision on (B)(6) 2015.